Event description:
It was reported that during the implant procedure the left ventricular (lv) lead "kept falling out of the coronary sinus branch." The lead would not hold its position and both nerve and diaphragmatic stimulation occurred. A new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #the full lead was returned, analyzed no anomalies were found. The proximal and distal conductors of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52, implantable pacing lead, (B)(6) 2002; 5076-45, implantable pacing lead, (B)(6) 2002. (B)(4).